Event description:
The customer reported that the heartstart mrx defibrillator shows a solid red x with a system error message and makes a chirping noise. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once investigation is completed.